Event description:
It was reported that customer had blood glucose levels of 35mg/dl, 27mg/dl and 23mg/dl. Customer had cold sweats. The customer stated that she was going to call the emergency medical services however she was unable to see the digits and passed out. Customer treated with sugar and food. Customer need assistance with priming. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.